Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following implants were removed by surgeon during revision surgery due to polyethylene wear and tibial and femoral loosening size 4 tibia. 866024 lot 2063687 size 4 left cr femur 960004 lot unreadable size 4 8mm pli insert 158104008? Lot 2048223 original surgery approximately 11 years ago. No report is necessary.